Manufacturer narrative:
Lot review: although a lot number was not provided a review of the complaint database showed no complaints for the list number 081-0f884-01. Visual inspection: luer and extension set were inspected visually. A crack was observed along the length of the luer. The crack did not propagate through the thread to the end of the luer. The crack was isolated between the threads and the luer pocket. Smaller crazing/micro slits were observed all the way around the luer. Analysis summary: although not always repeatable, previous investigation efforts have been able to replicate similar component damages under certain usage/technique related practices. Those investigations identified that when medical grade plastic components were liberally and repeatedly swabbed/exposed to alcohol disinfectants followed by various degrees of excessive connection force(s) it was possible to replicate crazing and over time, cracks of this nature.

Event description:
International (B)(6) complaint received regarding one 081-0f884-01, arterial pressure tubing, 84" with unknown lot number. Report states " a nurse realized the air bubble moving into the infusion line. As a result of checking by the nurse, a crack was found on the luer." No serious adverse patient consequences reported.